Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed post -paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was asymptomatic.